Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (504 mg/dl). A manual insulin injection was administered to treat the bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.